Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 691 mg/dl. The customer did not mention any form of treatment for the high blood glucose. The customer stated that their sensor is giving them inaccurate low readings. Customer states sensor is not fully inserted. Customer states the site is not comfortable. The customer was sent replacement sensors pout of courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.